Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/17/2014.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: evaluation revealed that the force sensor calibration was not within specifications. (B)(4).